Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. A hole in the atrial seal plug was visualized during testing. Analysis noted holes in seal plugs can contribute to noise during implant due to temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
Boston scientific received information that during the implant procedure there was noise on the atrial channel when another manufacturer's right atrial (ra) lead was connected to this device. The ra lead was removed from header and connected numerous time with the same result. Both this device and the other manufacturer's ra lead were attempted and not implanted. No adverse patient effects were reported..